Event description:
Nurse was prepping skin using a carefusion chloraprep and while squeezing the tube the glass broke through the plastic lining-cutting her.there have been recent problems. Also, the product was sometimes dry when packet was open.====================== health professional's impression======================product was used in the appropriate manner, but the glass broke through the outer plastic.====================== manufacturer response for antiseptic, chloraprep======================will perform qa